Event description:
Doctor reported that there was no osseointegration at an implant site. Pepgen bone grafting material was placed six months prior to placement of the implants. The implants failed and an additional surgery was required to remove the implants and preclude permanent damage to a body structure that would not be trivial.